Event description:
The customer stated that the central monitoring system (cns) froze up and the customer rebooted it by pressing the power button until it shutdown. Now the cns will not boot at all, and it is stuck at the cns boot splash-screen. MFR ref # 8030229-2014-00160.